Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of capsular contracture and rupture was received on september 15, 2022, with lot number: 2817513. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: not observed rupture on the device. Additional observations: crease flat observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device remains implanted.